Event description:
It was reported that a minicap transfer set did not connect well. This occurred during use. There was no patient injury or medical intervention reported with this event. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.